Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed a noncardiac signal which inhibited brady pacing. A guidant technical services consultant reviewed a faxed rhythm and suspects that the noise is likely diaphragmatic in nature. Attempts to obtain the device model and serial number were unsuccessful. The field representative did not report any adverse patient effects associated with the pause in pacing.